Manufacturer narrative:
The insulin pump was received with a blank display due to a broken solder joint. The functional testing could not be performed due to the blank display. The insulin pump was received with a broke off end cap.

Event description:
The customer reported via telephone call that the insulin pump was dropped and that the display went blank. The blood glucose reading was 300 mg/dl. The customer treated with manual injection. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.